Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a gripper micro safety needle was involved in a needle-stick accident. The user pulled up the safety arm and felt the needle lock, but it unlocked when discarding needle, causing the needle-stick. The user sterilized and stopped bleeding, which resolved the issue. The patient involved did not have an infectious disease. No permanent injury was reported.

Manufacturer narrative:
(B)(4). One deltec® gripper micro® needle was returned for investigation. A visual inspection showed that the needle retractor was separated from the base, and the needle retractor and the base did not present any breakage or damage. The base and the arm were inspected closely to look for any damage to the arm pins or a broken hinge. The base and the arm were free of any damage. The base did not have a broken hinge and the arm didn't have broken pins. Both parts were in good condition. Functional testing could not be performed due to the safety mechanism being separated from the device. A review of the manufacturing process for a similar device was performed and no discrepancies were found. The most probable root cause was determined to be that the needle retractor became separated after the product left the manufacturing facility. The complaint was not confirmed.